Event description:
A report was received from the USA stating that the safety valve was open on the device. There was no pt involvement.

Manufacturer narrative:
The customer support engineer (cse) replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). The device was calibrated and passed extended self-test (est), short self-testing (sst), and performance verification testing (pvt). The device then operated within MFR's specs at the time of service. The device history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).